Event description:
Reporter noted system was not irrigating well during phaco. Posterior capsule tear occurred. Anterior vitrectomy performed and iol implanted in sulcus. Pt had slight elevation of intraocular pressure, but is reportedly recovering well.